Event description:
Pump declared an altitude alarm, but there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue did not recur within the past month, and the customer¿s insulin was not suspended due to the alarm. Technical support provided tips to prevent altitude alarms, which the customer understood and acknowledged. Caller was able to resume insulin using the original cartridge.